Event description:
France. Allegedly, the patient developed a staphylococcus aureus infection of the right breast implant, which progressed to necrosis of the surrounding tissue and subsequent exposure of the right implant.

Manufacturer narrative:
Establishment labs has not received the unit involved for analysis yet. However, the following information has been reviewed: each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: http://motivaimplants.com/information-for-the-patient. Dfu revision: the instructions for use in the directions for use were reviewed to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable on the section of surgical precautions as follows: "infection risk of a periprosthetic infection may be increased as result of an active infection. Do not expose the tissue expander or injection needles to contaminants, which increase the risk of infection. Patients who present wound dehiscence, tissue erosion, ischemia or necrosis have an increased risk of periprosthetic infection. During surgery, protective measures must be taken to avoid possible infection of the area. Infections can compromise the expansion process, therefore, any symptoms that occur, such as tenderness, f luid accumulation, pain or fever, must be reported to the surgeon as soon as possible to be aggressively treated and thus avoid serious complications. Premature tissue expander removal may be required if the infection does not respond to treatment, or in the case of a necrotizing infection." "Necrosis is the formation of dead tissue around the device. This may prevent wound healing and require surgical correction and/or breast tissue expander removal. Permanent scar deformity may occur following necrosis. Factors associated with necrosis include infection, use of steroids in the surgical pocket, smoking, chemotherapy/radiation, and excessive heat or cold therapy." "Extrusion lack of adequate tissue coverage, local trauma, or infection may result in exposure and extrusion of the expander. This has been reported with the use of steroid drugs or after radiation therapy of breast tissue. If tissue breakdown occurs and the breast tissue expander becomes exposed and removal may be necessary, which may result in additional scarring and/or loss of breast tissue. One of the causes of extrusion is generally the size of the pocket. When it is very small, the device is placed too close to the suture line and may contact it, causing folds in the breast tissue expander. This requires correction of the pockets (including an increase in size so the expander can rest comfortably without bending and is not in immediate contact with the suture line). It is necessary to clean the pocket and replace the expander, followed by an antibiotic treatment to avoid the failure of the process." In addition, a review of the device history record was conducted, and it was concluded that there were no deviations in the manufacturing process of this device that would have caused or contributed to this incident. When the investigation process is completed, the applicable findings will be included in a supplemental. At establishment labs, we are committed to patient safety and continually evaluate the performance of our devices through post market surveillance of reported complaints & adverse events.